Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient who had spinla therapy for unknown indication. It was reported that screw tab broke off but fell into patient. The screw tab falling in the patient occurred due to a faulty tab extender. The mechanism on the extender that holds it to the screw was loose/ bent and therefore not fully securing the tab to the extender when broken off. As the physician broke of the voyager screws at the end of the case the tab slid out of the extender and back into the patient. A revision happened on june 14th and the tab was successfully removed. There were no patient symptoms reported. There were no further complications reported regarding the event.

Manufacturer narrative:
H6 - neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.